Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Other: distributor.

Event description:
It was reported that during the implant procedure the helix of the right ventricular lead could not be extended. The lead was not used and the patient was stable before, during, and after the procedure. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.